Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
One glass evacuated container bottle was found completely shattered upon opening the shipping carton. It was reported that the shipping carton was indented at the same spot the bottle had been located. There was no other damage. There was no patient involvement. No additional information is available.